Event description:
It was reported that during an unknown procedure, the tip of the scalpel became deformed and the jaw could not be closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the I-blade upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.